Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking. Photo analysis: visual analysis of the photographs identified: tyvek or thermoform sticking: unable to observe through photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Sales rep reported on behalf of healthcare professional "upon opening inner shell the tyvex top left filaments around the shell. Patient was not involved". Device not implanted. No patient contact occurred.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2; e1; e2; e3; g2; g4; h6.

Event description:
Sales rep reported on behalf of healthcare professional "upon opening inner shell the tyvex top left filaments around the shell. Patient was not involved". Device not implanted. No patient contact occurred.